Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The device (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed contamination of the controller driveline port; functional testing revealed that the device failed to perform per specifications. An electrical fault alarm was triggered and the controller could not reliably start and run the pump. The reported electrical faults were confirmed via review of the controller log files, which revealed multiple electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. The site performed a cleaning procedure to remove the contamination from the driveline connector. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event, as investigated in the associated CAPA, is an ingress of contaminates onto the driveline connector pins. The clinical process and subsequent handling of the driveline may have allowed external contaminates to enter the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately sixteen days post heartware vad implantation, it was reported by the site that the patient experienced multiple 'electrical fault' alarms. A heartware® field engineer performed a visual inspection which revealed contamination within the driveline connector and controller connector. The field engineer performed a cleaning procedure and controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted with-in thirty (30) days of completion of the investigation.